Event description:
Per the report received from Japan, Edwards Lifesciences received notification of a PASCAL Precision procedure in the mitral position. On the same day of the intervention, the patient died due to cardiac tamponade. The procedure was successful; however, after transfer from the operating room, the patient's blood pressure decreased. A transthoracic echocardiogram (TTE) was performed, and cardiac tamponade was identified. It was considered possible that the transseptal puncture had been performed at an atypical location. An autopsy was performed; however, no obvious perforation was identified, and the exact cause of the tamponade remained unknown.

Manufacturer narrative:
E1 - Telephone Number: (b)(6).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.